Event description:
Per the report received from thailand, a patient with a valve model 7300tfx27 implanted in the mitral position was noted to present thrombosis seven (7) days after implantation. During the implant surgery, after protamine administration patient's hemodynamics rapidly deteriorated to cardiogenic shock. Additionally tee showed non contractile right ventricular failure with no reported mitral valve problem. The patient required escalation of support with intra-aortic balloon pump (iabp), inotropic agents and initiating ECMO. Reportedly, one week after surgery, the valve leaflets were not fully opening and the gradients had increased over 10mmhg suspecting valve thrombosis. On post-operative day 14 the echo showed halt hipoattenuated leaflet thickened, valve thrombosis was diagnosed, along with restricted leaflet motion and commissural fusion. Additional findings included two left atrial thrombi, a large anterior mediastinal hematoma with active contrast extravasation compressing the superior vena cava (svc) and right atrium (ra), causing moderate luminal narrowing of the svc. The patient also presented with septic emboli in both lungs, pulmonary edema, bilateral pleural effusion, and aspiration in the basal regions of both lungs. The patient endured prolonged hospitalization with multiple systemic complications, ultimately the patient was discharged to home palliation and passed away.

Manufacturer narrative:
Updated section b2 (outcome attributed to adverse event), b3 (date of event), b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions) added information to section b7 (other relevant history, including preexisting medical conditions), d4 (serial number and expiration date), h4 (device manufacturer date) and h6 (type of investigation) corrected section h1 (type of reportable event): serious injury replaces death, h6 (impact code): 4614 (serious injury/ illness/ impairment) replaces 1802 (death). H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. Thrombosis is a known potential adverse event associated with bioprosthetic heart valves, which is included in the instructions for use (IFU). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Videos were provided and reviewed. All video clips show a surgical prosthesis in the mitral positions. Provided imagery illustrates what appears to be fusion of a commissure and a "fish-mouth" configuration of the surgical prosthesis leaflets. Unable to comment on leaflet thickness/hemodynamics. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Based on the information available, the most likely cause is patient factors. Thrombosis may develop over time after implant but can be medically treated, decreasing the negative effects and risk for the patient. However, in this case, during the procedure ECMO was carried out (anticoagulation was administered), thrombosis presented early after implantation, along with several patient factors that might have contributed to the rapid deterioration in the patient's state of health, such as an uncorrected coagulopathy since one week before surgery, atrial fibrillation, rv failure, severe bi-atrial enlargement, and previous rheumatic heart disease.

Event description:
Edwards received notification from thailand that a patient with a size valve model 7300tfx27 implanted in the mitral position was noted to present thrombosis 14 days after implantation. During the implant surgery, after protamine administration patient's hemodynamics rapidly deteriorated. Additionally tee showed non contractile right ventricular failure. The patient required escalation of support with intra-aortic balloon pump (iabp), inotropic agents and initiating ECMO. Reportedly, one week after surgery, the valve leaflets were not fully opening and the gradients had increased over 10mmhg. On post-operative day 14, valve thrombosis was diagnosed, along with restricted leaflet motion and commissural fusion. Additional findings included two left atrial thrombi, a large anterior mediastinal hematoma with active contrast extravasation compressing the superior vena cava (svc) and right atrium (ra), causing moderate luminal narrowing of the svc. The patient also presented with septic emboli in both lungs, pulmonary edema, bilateral pleural effusion, and aspiration in the basal regions of both lungs. The patient endured prolonged hospitalization with multiple systemic complications, ultimately the patient was discharged to home palliation and passed away.

Manufacturer narrative:
H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.